Event description:
It was that the pt underwent a sling procedure in 2003. Post operatively the pt experienced urinary retention. The pt was catheterized after the procedure and the pt was unable to void after removal of the catheter. A mid line release of the sling was performed in the operating room and was successful in resolving the urinary retention.